Manufacturer narrative:
The product was returned. The device was above elective replacement indicator (eri) upon receipt. Visual inspection did not find any anomaly on device can. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that she had experienced discomfort on the left side of her chest. Her chest appeared red, warm, and very tender. She reported experiencing extreme pain when attempting to reconnect the implantable cardiac monitor (icm) to the merlin application. The icm was subsequently explanted, and the patient was in stable condition.